Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported difficulties appear to be related to a potential product quality issue. The issue is being addressed per internal operation procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional copilot referenced is filed under a separate medwatch report.

Event description:
It was reported that during initial use of two different copilot devices, blood flow/leak was noted when the bleedback check valve (bbcv) was depressed to insert/advance two guide wires. Although a lot of resistance was noted when depressing the value, there was no reported adverse patient effect due to the leak. Additionally, the unspecified guide wires may have been damaged. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.